Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable) and can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, can connection status) has been confirmed. Upon investigation the electrode belt displayed a communication error and was unable to pass detect and treat testing. The cause for the failure was isolated to the trunk cable being electrically shorted, causing the belt to not communicate with monitor. The root cause for the shorted cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.